Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or pump error noted. The motor was tested outside of device and passed. Pump error found in the pump history (line number and file number), problem isolated to electronic assemblies. Unit received with minor scratches on case and minor scratches on lcd widow.

Event description:
The customer reported via phone call that the insulin pump had recurring pump error. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.